Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had a cracked case near lcd window corners, minor scratches to lcd window, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Event description:
It was reported that the customer had high blood glucose levels of 160 mg/dl. The customer reported that the insulin pump had a couple of cracks on the screen. It was reported that there were a couple of cracks on the corners of the screen of the insulin pump. The customer also reported a small crack on the reservoir compartment of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.